Event description:
It was reported that during the procedure in the heavily calcified mid left circumflex artery, a pilot 50 guide wire was advanced. Resistance was felt, force was applied, and the guide wire folded up on itself twice inside the guide catheter. The guide wire was removed from the guide catheter with resistance and a new pilot 50 guide wire was advanced and the same occurred. A new pilot 150 guide wire was advanced and used successfully. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the guide wire was returned with blood and contrast on the core and on the polymer, consistent with the reported use. The distal end of the tip was pigtailed. There were two kinks in the core 7.9 centimeters (cm) and 8.9cm proximal to the tip ball. The teflon coating was scraped distal to the brachial marker for a length of 59.4 cm. There was no other damage noted to the guide wire. The guiding catheter used during the procedure was not returned. The tip (4 millimeters) was advanced through a 0.0142 inch (in) hole gauge and this met the manufacturing criteria of 0.0142in distal tip only (4mm). A laser micrometer was used to measure the outer diameter of the core and this met manufacturing criteria. Based on the reported information and returned device analysis, it is possible that the resistance encountered with the guide catheter was a result of a damaged guide catheter. The scraped teflon noted may also be the result of resistance between the wire and the guide catheter. The guide catheter was not returned for analysis; however, during functional testing, the guide wire was backloaded through a new 6 french guiding catheter and removed with no resistance noted, further suggesting a faulty or damaged guide catheter. Additionally, there were two hi-torque pilots reported for the same resistance reported in this case and both exhibited scraped teflon. The kinks and bends noted to the tip are likely the result of advancing against resistance through the guide catheter. It should be noted that the hi-torque pilot instructions for use warns: do not: push, auger, withdraw or torque a guide wire that meets resistance. In this case, the reported force applied does not appear to have contributed to the resistance and difficulty removing. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs a 100% visual inspection of the guide wire tips after they are loaded into the dispenser, performs a non-destructive tip pull test and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The reported difficulties and subsequent damage appear to be due to case circumstances. A review of the lot history record database for the reported lot revealed no nonconforming material records. Additionally, a query the complaint handling database for the reported lot was performed and revealed no other incidents for this lot. However, there were two parts reported in this case. There is no indication to suggest a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional pilot 50 guide wire is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.